Event description:
It was reported that a no disposable clamp tubing alarmed on the pump. Turning pump off/on, reseating cassette, and cleaning pump metal sensor did not resolve issue. Switched to backup pump with the same alarm. Pre-filled cassette sent on (B)(6) 2022 #7, lot mx011j01p1. Patient switched to new cassette, pump infusing without issue. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A valid lot number was not provided for DHR.